Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 507645, ra lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient presented with a complaint of low heart rate. Right ventricular (rv) lead exhibited a spike in impedance and a high impedance count. Intervention was done on the lead and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.